Manufacturer narrative:
The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the doctor was completing a runoff procedure and he was towards the end of the procedure and removed the unknown wire to take pictures. However, the user couldn¿t get a 5f 65cm 8 side holes (sh) universal flush (uf) nylex diagnostic catheter to move and the unknown wire would not advance. The user ¿advanced the wire to strengthen out the kink in the catheter in the ¿horn¿ of the catheter¿. When the user finally was able to remove the catheter, there was a hole that was not there before. The procedure was completed with a 4f non-cordis catheter. There was no reported patient injury. The device was opened in a sterile field. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information was received and section b5 description of event was updated below: the doctor was completing a runoff procedure and he was towards the end of the procedure and removed the competitor's wire to take pictures. However, the user couldn¿t get a 5f 65cm 8 side holes (sh) universal flush (uf) nylex diagnostic catheter to move and the competitor's wire would not advance. The user ¿advanced the wire to strengthen out the kink in the catheter in the ¿horn¿ of the catheter.¿ when the user finally was able to remove the catheter, there was a hole that was not there before. The procedure was completed with a 4f non-cordis catheter. The device was opened in a sterile field. The device was handled according to the instructions for use (IFU). There was no excessive force used during the procedure. The device will not be returned for evaluation. There was no reported patient injury. The device was not returned for analysis. A product history record (phr) review of lot 17975591 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, it is not possible to draw a clinical conclusion between the devices and the reported event. Without the return of the device for analysis, the reported ¿catheter (body/shaft) - resistance/friction - in-patient¿¿ and ¿catheter (body/shaft) - puncture/cut ¿ in patient¿ could not be confirmed and the exact root cause could not be determined. Procedural/handling factors (advancing the guidewire to strengthen out the kink in the catheter) may have contributed to the reported event. Per the instructions for use (IFU), which is not intended as a mitigation of risk, ¿exercise care when removing guidewires from multiple-curve catheters. To prevent kinking of 5f (1.65 mm) and smaller angiographic catheters: straighten the pigtail catheter tip only with a diagnostic guidewire or, if applicable, with a tip straightener. Do not straighten by hand. Use a guidewire when introducing the catheter through the catheter sheath introducer (csi) and into the left ventricle. Procedures requiring percutaneous catheter introduction should not be attempted by physicians unfamiliar with the possible complications. Complications may occur at any time during or after the procedure.¿ neither the phr review nor the information available suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective or preventative actions will be taken at this time.